Event description:
Per the clinic, the device was electively explanted on (B)(6) 2022, due to a non-device related infection. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on april 29, 2022.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on (B)(6), 2022 was filed inadvertently. The correct date of this report (b4) and date received by manufacturer (g3) is (B)(6), 2022. This report is submitted on (B)(6), 2023.

Manufacturer narrative:
Device analysis report attached. This report is submitted on (B)(6), 2023.